Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the load sequence the luer lock connection was leaking. The customer secured the connection between the infusion set tubing to the cartridge tubing and the leak was resolved. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
Per tandem's t:slim user guide: "check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure."